Event description:
During dental extraction of tooth instrument fractured at the tip forcing instrument posteriorly into the right tonsil causing a puncture wound. Tip of instrument was identified and removed from the oral cavity. No foreign body retained or swallowed.